Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during the implant procedure. The lead dislodged twice when slitting the sheath. It was noted that the physician though there was not significant lubrication between the lead and the delivery catheter. The delivery system was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.